Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during routine check the cardiosave intra-aortic balloon pump (iabp) had screen glitches. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1(contact person ¿ mfg site), g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: h6 (device ¿ problem code). The getinge field service engineer (fse) that encountered the issue replaced with assembly display top lcd. Replaced part tested and equipment operated as intended. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number with a reported unit failure of the lcd screen glitching. The fat performed a visual inspection and found the part to be in good condition. The fat installed the display in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per sop.

Event description:
N/a.